Event description:
As reported, part of 5f mynx control sealant protection is broken. Intravascular damage is expected and removed. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. Addendum: product evaluation revealed that the sealant of the mynx control vcd was prematurely exposed.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222109 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, part of 5f mynx control sealant protection is broken. Intravascular damage is expected and removed. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile mynx control vascular closure device 5f without the syringe involved in the reported complaint were returned for the investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found open. The sealant and the core wire were present, and the catheter sheath introducer (csi) related to the complaint was not returned with the device. It showed exposure to blood and considerate swelling in the sealant, which was exposed. Per visual analysis, a damaged condition of the sealant sleeves was identified, and no additional abnormality was observed from the swelling mentioned. The dimensional analysis could not be executed due to the condition observed in the sealant sleeves where damage do not permit to correctly evaluate the slit length. The deployment analysis could not be executed as the sealant¿s swelled condition did not permit the correct deployment of the sealant after the button 1 was fully depressed, additionally the button 2 could not be depressed as it was stuck and the balloon could not be retracted. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves and the premature swelling/exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Additionally, the issue with depressing button 2 during analysis was likely attributed to the observed swelling condition of the sealant. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.